Event description:
The customer reported to vyaire medical that the avea ventilator unit has flickering uim screen and continuous alarming even after the unit was turned off. This issue was found during teaching class. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, some troubleshooting was performed via teams by tech and recommend by the manufacturer to replace the gas delivery engine and be sent for a deeper diagnosis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.